Event description:
It was reported that the device is intermittently unable to be interrogated remotely. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.